Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. The lens also met the cosmetic specification. There were no associated nonconformity material reports or nonconformances. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was inserted and the capsule tore. The surgeon explanted the lens and replaced it with a model za9003. The capsule tore after the lens was being advanced into the eye. The surgeon thought the haptic looked different prior to insertion and he thinks that when the lens unfolded into the eye, the haptic caused the capsule to tear. An incision enlargement was performed and one suture was used.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens can be identified as tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. It can be seen that the lens was received cut in half. The lens condition is consistent with a lens that was removed from the patient¿s eye. Considering the condition of the lens, additional analysis was not able to be performed. All pertinent information available to abbott medical optics has been submitted.